Event description:
Four patients in cardiac rehab experiencing unusual skin irritation from this electrode. Patients are having cardiac rehab 3 times per week. Nurse alternates placement of electrode to minimize irritation. Nurse states that some irritation is normal, but that roughly half of patients in rehab at this time are experiencing irritation. Follow up reveals: it cannot not be confirmed that all of the pads came from the same lot but it is believed that 2 oa the patients used the same lot. All the gel pads feel quite smooth with no perceptible abrasiveness. The skin was not prepped prior to the pads application and a user related problem is not conceived. The electrode were all applied by the same skilled, experienced nurse. The manufacturer (3m)is currently evaluating alternative electrode from the same manufacturer.some suspect electrodes will be returned to manufacturer; once return packing available.